Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the surgeon indicated that a 2.7mm locking screw would not thread to or engage/lock into the t fusion plate. He used the variable angle (va) cone and drilled in approximately 15 degrees but has difficulty with the screw locking to the plate. The plate was used with no further issues. The surgery was delayed for one (1) minute due to reported event. Surgery was completed successfully. No patient consequences reported. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 14mm. This is report 1 of 1 for complaint (B)(4).